Event description:
Customer reported batteries were found leaking on the inside of this pump before patient use. Although requested, no additional information has been obtained on this report. No patient involvement has been reported.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 30 2007. Device has been requested for evaluation. If device is received and an evaluation performed, a follow-up medwatch will be filed.